Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device not turning on. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. Performed an external and internal inspection of the device and observed the following: the thin plastic under the top lid screw was broken. Under side of the display ribbon cable had black burn marks on it and a white residue. On the end of the iso port tube (part that was under q3 of the pca), there was brown contamination stains and some white residue (potential mineral deposits). On the pca, q3 (phase b) of the motor circuitry, was blown apart with brown residue contamination , corrosion, and white residue (potential mineral deposits) on and nearby other components on the pca, signaling moisture inside of the device. There was brown corrosion and black marks at the traces near c50 on the pca. There was white residue (potential mineral deposits) near c69, c70 and on the solder side pins of p4 on the pca. There was brown corrosion and white residue (potential mineral deposits) near q13, d31 and d25. There was brown corrosion and some black marks at the pins of j4 and j5 and on the underside of the pca where q3 was located. There was white residue (potential mineral deposits) and black marks near c11. The blower motor brass nut had corrosion on it. The blower box bottom had a piece of cream-colored contamination, along with some tiny pieces of white contamination. From the evaluation was able to confirm the complaint of the device will not turn on at all. There is visible damage or functionality failures of the device, most likely due to external conditions. The moisture getting into the device where the pca is located and is believed to be the primary cause of the customer complaint.

Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.